Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during a procedure on (B)(6) 2022, the pins of the target bracket could only be inserted into the grooves of the expert backfoot arthrodesis with great effort. A pin appeared bent. The procedure was completed successfully with no patient harm. Patient was listed as good. A 2 minute surgical delay was reported. This is report 2 of 2 for (B)(4). This report is for a hindfoot nail.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history review : a manufacturing record evaluation was performed for the part #: 04.008.060s, lot #: 7l24009; and no non-conformances were identified.